Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a damaged paddle handle. There was no reported patient involvement.

Manufacturer narrative:
It was confirmed that the paddle tray will need replacement. The customer ordered a replacement paddle tray. The device remains at the customer site.